Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6 and j7 connectors on pcba 1. Pump alarmed a low battery alert on (B)(6) 2023 at 08:39:00.000, and pump alarmed a replace battery alert on (B)(6) 2023 at 18:10:00.000 and on the event date of (B)(6) 2023 at 21:00:00.000. Pump alarmed two power loss alarms on (B)(6) 2023 at 17:50:53.000 and on (B)(6) 2023 at 18:31:42.000. All previously mentioned battery alarms were expected. Pump alarmed 10 pump error 25 alarms on (B)(6) 2023, the first three are as follows: 00:34:00.000, 04:54:00.000, and 11:00:00.000. Pump alarmed two pump error 24 alarms on the event date of (B)(6) 2023 at 17:26:00.000 and 18:03:00.000. Pump alarmed two pump error 75 alarms on (B)(6) 2023 at 00:53:39.000 and 00:55:03.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 24 was confirmed in the history files and traces due to moisture damage on the j6 and j7 connectors on pcba 1. Pump error 75 and unexpected battery power loss confirmed were confirmed in the history files and traces due to moisture damage on the electronic stack (lithium back up battery). Pump error 25 was confirmed in the history files and traces due to moisture damage on the j6 and j7 connectors on pcba 1. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and found that the customer received this alarm was generated when a power failure is detected (pump error 24). The customer was able to clear the pump errors, power loss alarm, and program the pump. The customer was advised to perform the self-test and the pump got a pass. Customer received alarm with different batteries. There were 3 occurrences of pump error 24 within 30 day period. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.